Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 14 atms on the second inflation. The number of atms reached on the initial inflation is unknown. The lesion being treated was located in the 90% stenotic and tortuous mid left anterior descending (lad) coronary artery. The concomitant products used were unknown. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. The manufacturing records for top assembly batch 8296300 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.